Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the nexgen posterior referencing instruments (pri) instruments are non-implanted, reusable instruments that are used during posterior approach total knee arthroplasty. The instruments utilize aluminum titanium nitride (altin) black coating as a cosmetic means to depict points of attachment or adjustment on these instruments. The instruments noted on the complaint are included in a voluntary field action initiated on (B)(6) 2011 for specific lots which have the potential for exhibiting a breakdown of the aluminum titanium nitride (altin) black coating. Reference removal report (B)(4) for additional details. Evaluation: breakdown of the altin black coating was observed on the returned instruments. Device history records indicate all components were manufactured and inspected to specification at the time of manufacture.

Event description:
It was reported that upon return of instruments from the hospital, the coating on the release tabs was flaking, discolored, and peeling.